Event description:
It was reported that the patient with this inflatable penile prosthesis experienced inflation issues as the pump stopped working properly. There were no patient complications reported. No additional information was provided.